Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician's expectation for longevity and displayed intermittent battery failure 3.6 months post implant. The device did not respond to magnet application, and no pacing spikes were noted when performing a threshold test.